Event description:
On (B)(6) 2003 the patient underwent c6 corpectomy, interbody fusion using fibular allograft, c5 to c7, open reduction of kyphotic deformity, and instrumentation. On (B)(6) 2009 the patient presented with low back and left leg pain. An MRI lumbar spine indicated "lumbar vertebral bodies and intervertebral discs are normal in height and signal intensity. No focal disc protrusion or canal stenosis identified. Negative MRI of lumbar spine". On (B)(6) 2009 the patient presented with neck and low back pain. A whole body scan indicated "bone and joint uptake is normal. No abnormal uptake is identified with the spine, pelvis, hips, ribs, or appendicular skeleton. No acute findings". On (B)(6) 2010 the patient underwent c3-4 anterior cervical discectomy and fusion with anterior cervical plating, and insertion and removal of spinal drain to treat c3-4 disk herniation with spinal cord compression and radiculopathy, hnp. Status post c5-c6 and c6-c7 anterior cervical discectomy fusion in the past. Patient was discharged (B)(6) 2010. On (B)(6) 2012 the patient presented for a physical exam. Per the physician's notes, "patient feels as if throat is closing, difficulty swallowing, certain foods cause her to aspirate, history of reflux". Patient was diagnosed with reflux laryngopharyngitis, hoarseness and dysphagia. On (B)(6) 2012 the patient presented for followup with complaints of neck and back pain following anterior cervical discectomy and fusion. Imaging studies indicated "there has been anterior fusion of the c3 and c4 vertebral bodies. Screws are present anteriorly in each of these vertebral bodies with attached buttress plate. Fusion hardware is intact. Interbody fusion device is present in good position in the c3 disc space. There has been separate anterior fusion extending from c5 to c7. Screws are present anteriorly in the bodies of c5 and c7 with attached buttress plate. Solid fusion appears present. There is relatively good range of motion into the flexed position but limitation of extension is present. No abnormal subluxation is identified with change of position. Minimal osteophyte encroaches on the left sided neural foramen at the c3 level. No additional osseous foraminal encroachment is identified". Per the physician's notes, "reviewed patient's history, physical exam. Swallowing difficulty does not appear to be related to previous acdf. Advised patient to follow up with her primary care physician".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.